Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye and the patient experienced excessive vault. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).